Manufacturer narrative:
The electrode serial number and expiration date were not provided. The field service engineer (fse) inspected the module and found damaged rinse tubing and splashes on the reaction cells. He replaced the rinse tubing assembly, reaction cells, reagent and sample probe rinse stations; cleaned the ion-selective electrode bath, decontaminated the reference lines; adjusted the gear pump pressure; verified the sample and reagent probe alignments; and performed a system reset, air purges, incubator water bath exchange, cell blank measurements, mechanism checks, photometer checks, ion-selective electrode checks, calibrations, qcs, and patient correlation studies. The investigation determined that a leakage or seal issue caused the event. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable ion-selective electrode (ise) and other assay results from patient samples tested on the cobas 6000 c501 module. One example of discrepant results was provided: sodium the initial result was 254.0 mmol/l. The repeat result was 138.0 mmol/l. The reporter deemed the initial result unreliable, prompting the rerun.